Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed on the right ventricular channel. Myopotential oversensing was suspected. Patient was not reported to be symptomatic. Programming changes were recommended. No further information was provided.